Event description:
Received a follow up response from the clinic via fax. It was reported that the patient did complete treatment with the cycler on the date of the event. There was no reported adverse event, symptom, nor medical intervention required as a result of the event.

Manufacturer narrative:
Additional information: a2, a4, b5, b7.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a scale reading error warning alarm. The patient indicated that they felt discomfort and their ultrafiltration value was not what they would normally expect. The cycler¿s load cell readings were calibrated and the patient was advised to notify their peritoneal dialysis registered nurse (pdrn) regarding the discomfort felt at the end of the fill. The patient was advised to use the cycler again that night and call back with any issues. Upon review of the patient¿s treatment data it was found they had drained 5017 ml during drain 1. This drain volume is 200% of the patient's largest fill volume of 2507 ml. The patient¿s cycler was replaced a week later for a recurring scale reading error alarm, however, the cycler was not returned for the reported overfill incident. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient completed treatment with the cycler on the date of the event. Additional information was requested, however, a response was not received.